Manufacturer narrative:
Batch review performed on 13 march 2019: lot 180380: (B)(4) items manufactured and released on 17-may-2018. Expiration date: 2023-05-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
One of the surgeon tech made a mistake in a surgery by giving the surgeon a tibial component t4-i3 for femoral component 4. The patient has been informed to have a tibial component t4-i3, insert 3 and femoral component 4. The surgeon will follow the progression of this patient.